Manufacturer narrative:
Unit passed the delivery accuracy test with 0.08855 inches. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/ compromised force sensor system, and excessive no delivery alarm test. Unit functioned properly. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and scratched case.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on april 4, 2018 with blood glucose of 569 mg/dl. The customer's current blood glucose is 258 mg/dl. The another blood glucose level was 268 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated with the insulin pump. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does allege pump was under delivering because it¿s unable to drop blood glucose level. The insulin pump will be returned for analysis.